Event description:
It was reported " while doing iabp insertion to a patient, it was found that balloon was damaged after removing it from the kit". Another catheter was used instead. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "balloon was damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " while doing iabp insertion to a patient, it was found that balloon was damaged after removing it from the kit". Another catheter was used instead. No patient involvement reported.

Event description:
It was reported " while doing iabp insertion to a patient, it was found that balloon was damaged after removing it from the kit". Another catheter was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked within the flextip assembly area at approximately 5.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. No blood was noted in the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple external leaks were immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leaks from the bifurcate bushing occurred from the adhesive bond and were noted at two different locations. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iab distal tip. Resistance was noted at approximately 5.7cm from the iab distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab catheter damaged is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined, but a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Unrelated to the reported complaint, external leaks were noted from the bifurcate bushing adhesive bond. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.